Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. The balloon was ruptured during first inflation at 10 atmospheres under one minute.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. The balloon was ruptured during first inflation at 10 atmospheres under one minute.

Manufacturer narrative:
Updated b5: describe event or problem device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.